Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt received the scs system on (B)(6) 2011. It was reported that the pt was experiencing discomfort due to the location of the ipg being too close to the pt's lower rib. On (B)(6) 2011, the physician disconnected the scs leads from the ipg and tunneled them to a new pocket in the pt's upper buttock region. The scs leads were then reconnected to the ipg. The pt reported 100 percent relief of her low back pain following the procedure.